Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown laparoscopic procedure, the clip was malformed at the 1st firing. There were no adverse consequences to the patient. No device will be returning.